Event description:
The following has been reported: "we report the case of a 68-year-old female patient with a diagnosis of philadelphia common phenotype positive, high-risk age-positive, bcr/abl p190/210 positive, b-precursor lymphoblastic leukemia with central nervous system (cns) involvement and positive minimal residual disease (mrd) after induction. A continuous infusion from (B)(6) of blinatumomab 28mcg/24hours was prescribed. The preparation procedure is performed in the central mixing station, where a 24-hour bag is conditioned starting at 10 a.m. And ending at 10 a.m. The following day. The medication used is blinatumomomab, administered at a dose of 28 mg in 240 ml of solution. In addition, a flush dose volume of 30 ml is required for the infusion set. For the administration of 28 mcg of blinatumomomab, the flush dose volume required is 30 ml (2.6 ml of medication, 21.8 ml of normal saline and 5.6 ml of stabilizer). On (B)(6), the infusion was stopped at 8+00 a.m., despite being scheduled to administer 10 ml per hour for 24 hours, which should have totaled 240 ml. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.